Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used in the right bronchus during a stent placement procedure performed on december 16, 2024. The patient's anatomy was not dilated prior to stent placement. During the procedure, a first stent was successfully placed in the right bronchus; however, the stenotic area remained on the proximal side of the first stent, so a second stent was decided to be placed proximally. Subsequently, when attempting to pull the stent's deployment suture, the deployment suture did not lose. The deployment suture was pulled further but the delivery shaft was bent, causing the stent to be unable to deploy. The stent was partially deployed when it was removed from the patient. The physician decided not to place a second stent, and the procedure was completed with only the first stent being placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial covered distal stent and delivery system were received for analysis. The stent was received partially deployed. Visual inspection found that the shaft bent. Functional inspection related to the deployment of the stent was performed by pulling the finger ring; the stent deployed without problems and no resistance was felt. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed and shaft bent. The investigation concluded that the reported event of shaft bent was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). This damage could have unable to fully deploy the stent during the procedure causing the partially deployed encountered during the product analysis. Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used in the right bronchus during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not dilated prior to stent placement. During the procedure, a first stent was successfully placed in the right bronchus; however, stenotic area remained on the proximal side of the stent, so a second stent was decided to be placed. When attempting to release the second stent's deployment suture, it did not loose. Subsequently, another attempt was made to release the suture by pulling harder, but resistance was felt, and this only resulted in the delivery shaft to bend. The physician decided to complete the procedure with only one stent being placed. The second stent was partially deployed when it was removed from the patient. There were no patient complications reported as a result of this event.